Manufacturer narrative:
Reliability analysis inspected 2 opened sensors and found 1 of 2 sensors broken. Broken part missing. Sensor unable to confirm in received sensor damage due to customer returned opened sensor. Second enlite sensor had performed bicarbonate buffer test. Sensor passed with accurate readings.

Event description:
The customer reported via phone call of cal errors and sensor errors. The customer stated that her blood glucose was 305 mg/dl. The customer stated that the issue occurred with 2 sensors. The customer stated that the first sensor's light would not go on. The customer stated that when she removed the sensor, the sensor cannula was shorter. The customer stated that the second sensor created a cal error. Customer will be sent a replacement sensor.